Event description:
It was reported to the manufacturer by the facility (B)(6) per facility their nursing staff was transferring a resident from bed to chair. About 2" above the chair the bolt that attaches the scale to the cradle snapped and the pt fell into the chair. Which resulted in that the cradle hit the resident on the head, no reportable injuries to the resident [had a scratch on his head and was shaken up) but no medical evaluation was done. After further investigation it was revealed that the unit was the same unit involved in the s.I. [Safety initiative] program which said facility did not respond to. Manufacturer has sent three new scale/cradle replacement units to this facility for the three lifts they have and have requested the older units be returned to us. (B)(4).